Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her one touch ultra mini meter had displayed an error 5 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first began on (B)(6)2017 around 1-2 pm. The patient manages her diabetes with insulin (self-adjuster) and administered her usual dose of 17 units humalog in response to the alleged product issue. She stated that ¿right away¿ after the alleged issue began she developed the symptom of shaky. The patient denied that she received any treatment. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used, the correct testing steps were being carried out and the test strips being used were stored correctly and had not expired. The test strip completely drew in the blood sample. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.